Event description:
It was reported that the tip broke during use on this cathether, another catheter was used in an attempt to retrieve the tip. The tip was retrieved. No permanent patient injury reported.